Event description:
The customer stated that he tested his blood glucose and received a reading of 111 mg/dl using his contour meter. His glucose was retested using another meter and that reading was 310 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer refused to return any product for evaluation.